Event description:
It is reported that a patient will be admitted for a revision surgery on (B)(6) 2014 due to the helical blade protruding through the femoral head and into the acetabulum. On an unknown date the patient was implanted with a trochanteric fixation nail (tfn) to treat an intertrochanteric proximal femur fracture. The patient returned to the hospital and was reporting pain. On (B)(6) 2014, x-rays were taken which confirmed the protrusion. The surgeon plans to remove the helical blade and replace it with a shorter tfn lag screw. There was no delay in the surgical time due to the event. The surgery was completed successfully. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no device was returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.